Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system the patient experienced a high blood glucose of 309 mg/dl during a call, and the cause was unclear with insufficient information regarding a specific device problem or component. Symptoms included hyperglycemia with associated lightheadedness. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.